Event description:
There was an allegation of a questionable elecsys htlv-I/ii result interpretation from the cobas e 801 module.the initial result was 1.00 coi (non-reactive). The customer questioned the result, as per product labeling, a result = 1.00 should be considered reactive.the repeat result was 0.992 coi (non-reactive).the second repeat result was 0.970 coi (non-reactive).

Manufacturer narrative:
The reagent lot was provided as 88281300. The expiration date was not provided.the investigation found that the initial result was actually 0.9997003 coi prior to rounding. Therefore, the result interpretation by the instrument and the result displayed were both correct.there was no product problem identified, and the device performed as expected.